Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a patient experienced syncope and received an inappropriate shock. It was further reported that the device oversensed and exit block occurred. The lead was explanted and replaced. No further patient complications were reported due to this event.